Event description:
A customer contacted beckman coulter inc, (bci) regarding a leak coming from the waste canisters on synchron cx5 delta instrument. No injury was reported on this issue.

Event description:
Caller states patient tested 7.0 inr on the coaguchek xs system while a comparison lab returned as 4.5 inr. Patient was treated with an oral dose of vitamin k based on meter result. Patient's coumadin dose was also held for one day. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.